Manufacturer narrative:
(B)(4). Information unavailable. Additional information provided: what device was used for the proximal and distal transection? The proximal transaction a conventional linear cutter was used. The distal transecting the echelon 45 was used. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? Surgeon used a triple staple technique. Was the spike of the trocar inserted lateral or through the staple line? Goes away from staple line. What confirmation did the surgeon receive that the anvil was firmly attached? It clicked. When the device was fired, where was the indicator within the green zone/gap setting scale? Always goes a little passed half way to tighten down. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? A staple line due to the type of procedure. Tries to avoid as much as possible. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Tested with air and there was leak. Anastomosis was done was using another circular device and it worked fine did the operation change significantly as a result of the device issue? Converted open what is the patient's age and sex? Unk. Did a hcp other than the primary surgeon fire the instrument? Surgeon' s partner dr. (B)(6) fired the device. Can you please f/u to see if the surgeon has been inserviced on the use of this device? The primary surgeon indicates that dr. (B)(6) has been inserviced on the use of the device. There were no other patient consequences reported. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the device was fired by the surgeon's new partner. The device was fired and part of the anastomosis was open. The device cut but did not staple all the way around. The case was converted to open. Another device was used to complete the procedure.